Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that could have contributed to the reported issues. A review of the complaint history did not identify a lot specific issue. The reported patient effects of tissue damage and worsening mitral regurgitation as listed in the mitraclip ntr/xtr system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Based on the available information, the reported single leaflet device attachment (slda) was due to challenging patient anatomy (redundant, thin leaflets). The reported worsening mitral regurgitation (mr) and tissue damage were cascading effects of the reported slda. There is no indication of product quality issue with respect to manufacture, design or labeling.d4: lot number.

Event description:
Subsequent to the initial 30-day medwatch rreport, additional information was provided. The second implanted clip detached from the posterior leaflet. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). This is filed for single leaflet device attachment (slda), recurrent mitral regurgitation and tissue damage. It was reported that on (B)(6) 2019, two mitraclips were implanted, reducing grade 4+ degenerative mitral regurgitation (mr) to grade 2+. On (B)(6) 2020, transesophageal echocardiogram was performed. Mr increased to grade 4+. And one of the clips was noted to have detached from the posterior leaflet. It was suspected that leaflet damage had occurred, with the posterior leaflet possibly torn when the clip detached. At this time, the patient is asymptomatic and no intervention is planned. No additional information was provided.